Event description:
It was reported while unloading a patient from the ambulance, the stretcher was released from the hook and pulled from the ambulance when the stretcher lowered to the ground as if the release handle was not engaged in the lock position. There were no injuries associated with the incident and another stretcher was called to the scene to complete the patient transport.

Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The manual release handle was intact, secured tightly and not bent. The height adjustment release handles at the foot end were intact and operating correctly. The ratchet bars were not bent and the drop frame, safety u-bar and telescoping legs were all operating properly. The reported issue could not be duplicated nor were there any observations made that would have contributed to the alleged incident.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher was released from the hook and pulled from the ambulance when the stretcher lowered to the ground as if the release handle was not engaged in the lock position. There were no injuries associated with the incident and another stretcher was called to the scene to complete the patient transport.